Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to an outside hospital with shortness of breath, fever and chills for 2 days. The patient was transferred to the implanting hospital and a pump pocket infection was found. Cultures revealed (B)(6). The infection was treated with antibiotics, incision and drainage, and wound washouts and debridement. An omental flap and antibiotic beads were also placed.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported infection could not be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the event date was changed from (B)(6) 2017, due to the additional information received that the date of the pump pocket infection was (B)(6) 2017.